Event description:
It was reported that the screwdriver was being impacted because of hard bone, very tip of screwdriver broke. He had only used the awl not a drill. He used a self tapping screw.

Manufacturer narrative:
Risk assessment; device history review, complaint history review and device inspection were not performed as the lot # was not provided and the instrument was not returned. A plausible root cause for the tip fracture is user deviating from surgical technique and excessive impaction force to insert the screw into a hard bone.

Event description:
It was reported that the screwdriver was being impacted because of hard bone, very tip of screwdriver broke. He had only used the awl not a drill. He used a self tapping screw.